Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.